Event description:
Arjo received a copy of the report submitted by the customer to mhra ref. 2023/001/005/501/011. There was indicated that the mattress used with the arjo citadel plus bed frame was inflated to the maximum width. It caused that the side rail opened hitting the member of staff. The event resulted in the injury classified by the customer as minor. There was no indication that any medical intervention was needed.

Manufacturer narrative:
Based on the information collected during the investigation, the customer used non-arjo mattress (blue chip) during the event. The customer engineering team inspected the bed and determined that the width of the bed frame has not been extended to fit the mattress. When the mattress used with the arjo citadel plus bed frame was inflated to the maximum width, the pressure of the mattress on the side rails caused that the side rail opened. The citadel plus bed overall width is 40,6 in / 103 cm, the user can extend width of the bed frame using the eight width extension sections to 52,7 in / 134 cm. The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, it has been determined that too wide mattress was inserted in the bed frame (which width has not been extended to fit the width of the mattress). The side rail disengaged during use and from that perspective the citadel plus bed did not meet the performance specification. The device was in use by the patient and therefore it played a role in the event. The event resulted in the injury classified by the customer as minor. The complaint was assessed as reportable due to the allegation that the side rail disengaged during the use.